Event description:
On (B)(6), 2012, the pt was treated emergently for a ruptured abdominal aortic aneurysm and was implanted with gore excluder endoprosthesis. The pt tolerated the procedure with no evidence of endoleak. On (B)(6), 2012, the physician reported a proximal type I endoleak. On (B)(6), 2012, the pt underwent re-intervention and three gore excluder aortic extender components were placed proximally and a gore viabahn endoprosthesis was placed in the kidney artery using a chimney technique. The pt tolerated the procedure and the endoleak resolved.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Per the gore excluder endoprosthesis, instructions for use (IFU), "the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following pt populations: leaking: pending rupture or ruptured aneurysms". Additionally, the IFU specifies: "pts should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion. Additionally, the IFU specifies: "loosen the deployment knob. Using fluoroscopy, confirm final device position and deploy the aortic extender using a steady and continuous pull of the deployment knob to release the endoprosthesis."